Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments/partial display was noted during test. The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked belt clip slot and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high readings, damage and missing segments from the insulin pump. The customer's blood glucose reading was 292 mg/dl. The customer had symptoms such as thirstiness, nausea and frequent urination. The customer reported that the plastic before the o-ring compartment has fallen off and there are two cracks along the reservoir compartment. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.